Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient dislocated a constrained liner. The dislocated liner was replaced during an operation. During the operation it was observed that the femoral head and bipolar had dislocated from the constrained liner.

Manufacturer narrative:
An event regarding disassociation of a trident constained liner was reported. The event was confirmed. Inspection of the returned devices noted damages likely caused by impingement of the neck of the femoral stem around the distal rim of the constrained liner. Material analysis found no evidence of manufacturing or material defects on the device features evaluated. The provided x-ray images were reviewed by a consulting clinician who indicated that they were insufficient to provide a meaningful dictation. Additional information including the patient's operative reports would be required to provide a meaningful dictation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Inspection of the returned device indicated the likely root cause of the disassociation of the inner bipolar component was impingement of the associated femoral stem on the liner. Material analysis found no evidence of manufacturing or material defects on the device features evaluated. Due to the limited clinical information provided it cannot be determined if this impingement was the result of excessive patient activities, suboptimal component placement, or other clinical factors.

Event description:
It was reported that a patient dislocated a constrained liner. The dislocated liner was replaced during an operation. During the operation it was observed that the femoral head and bipolar had dislocated from the constrained liner.